Manufacturer narrative:
Expiration date and device manufacturer date: unknown as batch number is unavailable.

Event description:
During a percutaneous transhepatic portal vein embolization (ptpe) following absolute ethanol alcohol embolization, the physician touched the guidewire and noted the coating was coming off. No impact or consequences to the patient were reported. No further information was reported.